Manufacturer narrative:
Continuation of d10: product ID 3487a lot# l68862 implanted: (B)(6) 2000 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the fall and not getting any stimulation was not determined the patient slipped and fell flat on their back. Attempted to reprogram stim and were unable to get any stim perception. Pt was going to get x-rays to see if leads have migrated. No results have been given at this time to a rep. The issue was not resolved at this time. Awaiting results of x-ray.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated the stimulator doesn't seem to be working down pt leg for the past month. Caller stated they talked with their rep and they told patient to take the li-battery out of the controller and put it back in for any troubleshooting. Caller stated they tried that but pt is still not getting any stimulation down their legs. Caller verified that patient has not had any traumas or falls in that time frame. Agent had caller try to connect to the implanted neurostimulators and caller reported seeing settings not available message. Caller reviewed that patient only has group a active and does not have any other group options. The issue was not resolved. Agent is sending a message to the local field reps about patient call. On (B)(6) 2024 patient called back and reviewed with patient that patient services notifying representatives for visibility doesn't guarantee a call back from a representative. Agent redirected patient to their healthcare provider (hcp) and gave nas phone number. On 2024-oct-10 it was reported that the pt fell on their back in (B)(6) 2024. After that pt was unable to increase their stimulation and lost the relief pt was getting and there was a return of pain. At reprogramming they were unable to get any stimulation sensation in any areas. Pt will be scheduled for x-rays and will call to make a follow up appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.